Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation, but it has not yet been returned. The alleged product issue could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental report will be submitted.

Event description:
It was reported that an embolization coil implant did not detach with two different detachment controllers. The coil detached unexpectedly. The physician removed the pusher wire and deployed coil with a puff of saline. There was no adverse effects on the patient. The radiologist was able to complete the case successfully.